Event description:
Information received 8/2005. Event report received from scientific studies: elevated thresholds reported in 11/2004 and 12/2004. Lead repositioned successfully in 2005.

Event description:
Info received 8/2/2005. Event report received from scientific studies: elevated thresholds reported on 11/2004 and 12/2004. Lead repositioned successfully in 2005.